Manufacturer narrative:
The initial MDR 2432235-2017-00473 was filed on (B)(6) 2017. Additional information (10/22/2017): a siemens headquarter support center (hsc) specialist reviewed the information provided and concluded that if the acid and base pump malfunctioned and didn't dispense enough volume, this may have led to depressed sample values. Valve malfunctions may lead to lower range discordant results if samples are over-washed. These components could have malfunctioned and contributed to the discordant result, however, the cause could not be determined. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact parathyroid hormone (ipth) results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced acid and base pump, pinch valves and teflon valves. The cse ran quality control (qc), and results were in range. The cause of the discordant ipth results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low intact parathyroid hormone (ipth) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The same samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ipth results.